Event description:
As shown on echo, the patient had a multiple, perforated atrial septal defect with septal aneurysm. After balloon sizing, two devices were chosen (12mm & 26mm) and implanted simultaneously with overlapping of the retro aorta disks. Perfect result on echo with minimal residual shunt. Next day (within 24 hours after implantation) x-ray showed dislocation of the inferior (12mm) occluder with significant residual shunt. Because of the hemodynamically significant shunt, the two devices were surgically removed and the asd was closed with a pericardial patch.